Manufacturer narrative:
It was further stated in the ufr: "the maintenance personnel conducted an emergency repair on the faulty ventilator. After performing system calibration, the issue was resolved, and the ventilator has now backed to normal use." The user facility obviously did not see a need to involve the local dräger s&s organization into any follow-up measures because the issue could be rectified quickly. Dräger contacted the hospital to obtain further information but the only additional detail which could be obtained was the fact that indeed no parts had to be replaced on the device which reportedly malfunctioned. No information about the nature of the restriction could be obtained. A case-specific evaluation on the base of the limited information is not possible. In fact, it is even not sure that a malfunction has occurred. This postulation is based on the following considerations: 1. The error condition reportedly manifested directly at start-up of the vent. It would be unusual that a device which has passed a pre-use check including leak test exhibits a malfunction in the moment it shall be put into operation. 2. The aspect that no parts were replaced is a strong indication that there was no technical error condition with the device itself. For example, the effects of a large leakage in the patient circuit are sometimes perceived by users as a stop of ventilation just by the fact that no flow is noticed at the patient opening while the volume delivered by the ventilator escaped to ambient through the leak. 3. The identical device was subject to a similar incident reported 6 months ago. The level of information was poor as well, not allowing a case-specific evaluation. The available facts however were pointing to lack of knowledge at the users to differentiate between "virtual" leakages caused by flow monitoring impairments and real leakages. Finally, without access to the device and/or the log file is no reliable conclusion in regard to the exact root cause possible.

Event description:
Dräger received an ufr in which it was stated that a patient in critical condition showing signs of hypoxia should be connected to the ventilator. As per report, the ventilator malfunctioned and did not deliver air. The users bridged patient support with a manual breathing bag until a replacement device was available. Once connected to the second device, the patient condition reportedly stabilized; it was confirmed to dräger that no health consequences for the patient had occurred.